Manufacturer narrative:
Investigation: neither photo or sample was provided to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. A possible root cause could not be determined at this time.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, the nursing staff began infusion after completing the puncturing of the closed intravenous indwelling needle for the patient. About 5 minutes later, it was found that the liquid at the syringe needle of indwelling needle was leaking, and the infusion indwelling needle was immediately replaced to re-establish the intravenous fluid route.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the nursing staff began infusion after completing the puncturing of the closed intravenous indwelling needle for the patient. About 5 minutes later, it was found that the liquid at the syringe needle of indwelling needle was leaking, and the infusion indwelling needle was immediately replaced to re-establish the intravenous fluid route.